Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was given intravenous fluids and dextrose to treat. The customer experienced symptoms such as possible seizures. The customer was most likely wearing the insulin pump during the incident. The customer's pump had a button error alarm and a frozen display when the paramedics checked it. Troubleshooting was completed for the button error and frozen display and the pump did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No frozen screen noted. The time advance properly during testing. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to corroded keypad traces. No button error alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.